Event description:
An alarm issue was reported with the adc device, in use with a motorola edge with android os 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, confusion, and a loss of consciousness. However, after regaining consciousness, the customer was able to self-treat with orange juice. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high or low alarms with the freestyle libre 2 application. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. (Model no) was updated from 71857-01 to 71992-01.

Event description:
An alarm issue was reported with the adc device, in use with a motorola edge with android os 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, confusion, and a loss of consciousness. However, after regaining consciousness, the customer was able to self-treat with orange juice. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader. Signal and sound icons are shown as activated and waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to the software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, in use with a motorola edge with android os 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, confusion, and a loss of consciousness. However, after regaining consciousness, the customer was able to self-treat with orange juice. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.